Event description:
It was reported that both this right atrial (ra) lead and the right ventricular (rv) lead had dislodged. After a chest x-ray was performed, it was believed that this was related to twiddler's syndrome. Subsequently, the patient underwent a revision procedure, and this ra lead was explanted and successfully replaced. No additional adverse patient effects were reported outside the revision procedure.